Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral regurgitation (disease progression) was associated with mr increase due to patient pathology. The cause of the reported incomplete coaptation (postprocedure) appears to be due to morphological changes from disease progression. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a patient was presented with grade 4+ degenerative mitral regurgitation (mr) and posterior leaflet flail of p3 on the medial side of the valve. A mitraclip ntw was implanted. The device functioned as intended, and the mr was reduced to grade 1+. There were no reported adverse patient effects or clinically significant delay. On an unknown date the patient returned with grade 4+ mr. In the physician's opinion the severe mr was due to disease progression. The clip was stable on both leaflets, with full leaflet insertion. To reduce the mr, a 2nd clip intervention was scheduled. On (B)(6) 2022, during 2nd clip intervention, it was noted that the posterior leaflet was detached from the mitraclip ntw. Two additional mitraclips were implanted, lateral, on each side of the ntw to stabilize the single leaflet device attachment (slda) and further reduced the mr to grade <1. There was no adverse patient effect or clinically significant delay. No additional information was provided.